Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced an inability to use the device and stated that it had never worked. A revision surgery was performed, during which the physician observed that the device appeared encapsulated and noted a fluid leak in the left cylinder. During the procedure, a surrogate reservoir test was conducted; although the device inflated, it slowly deflated, prompting the decision to remove the cylinders and pump and proceed with a complete revision. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The exact event date was not available, therefore the date 01/08/2020 was used as an estimate, based on the reported statement: device never worked. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed first cylinder had a hole in the outer tube and broken fabric threads from kink resistant tubing (krt) wear in the proximal end of the cylinder. First cylinder had wear at folds in the proximal and distal ends and a leak from krt wear in the proximal end. Microscope inspection revealed second cylinder had wear at folds in the proximal and distal ends and passed the leakage test. Microscope inspection revealed ms pump krt were worn to the filament and ms pump passed the leak test; however, functional testing showed ms pump failed deflation test 2 and failed activation tests 2 and 3. Microscope inspection revealed spherical reservoir had wear at a fold in the reservoir shell and passed the leakage test. Based on the information available and analysis results, the allegation of fluid leak was most likely determined to be the first cylinder leak from krt wear confirmed by testing, and the allegations of mechanical issue and spontaneous deflation were most likely determined to be from the ms pump failing deflation test 2 and activation tests 2 and 3. Additionally, the patient allegation of capsular contracture is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient allegation is a known risk associated with this device type and indicated as such in the instructions for use. A conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The exact event date was not available, therefore the date 01/08/2020 was used as an estimate, based on the reported statement: device never worked.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with inability to use device and stated that the device never worked. A revision surgery was performed, during which the physician found a fluid leak in the left cylinder. The device was explanted and replaced. There were no patient complications.